Event description:
Same case as MDR ID 2134265-2013-07637. It was reported that a guide wire detachment occurred. The patient was undergoing a percutaneous coronary intervention. Vascular access was obtained via the right femoral artery and right femoral vein. A temporary pacemaker wire was placed in the right ventricle through the venous sheath and connected to its external device. The target lesion was located in a very heavily calcified right coronary artery (rca). A rotawire ex support guide wire was selected and advanced to the distal rca. A 1.50mm rotalink plus was tracked over the guide wire and rotational atherectomy was performed. It was noted that several runs were performed due to the calcification. The ablation procedure was completed without any complication; however, when the burr was removed over the wire it was noted that the radiopaque portion of the guide wire was fractured and was left in the proximal rca. They attempted to remove the wire fragment with both 2mm and 4mm non-bsc snares, but were not successful. A 2.0 mm x 8mm emerge balloon catheter was then advanced to the target lesion and dilation was performed. The balloon catheter was then removed. The 4.0mm snare was again advanced. After multiple unsuccessful attempts to remove the wire, the patient was sent to the or. Emergency coronary bypass surgery x2 was performed; left internal mammary artery to the lad and saphenous vein graft to the posterior descending artery. The wire fragment was removed. There were no complications. The patient is doing well.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).